Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that on (B)(6) 2017, she had a high blood sugar incident. The last reading prior to the incident on her aviva combo was 520 mg/dl at 3:30 p.m. She also had readings of hi mg/dl at 5:38 p.m. And hi mg/dl at 6:57 p.m. Customer states the aviva combo meter readings were accurate. Symptoms customer experienced were dehydration with high readings, in addition to exhaustion. Customer¿s husband drove her to the hospital. Hospital meter reading was approximately 521 mg/dl at approximately 7:30 p.m. Customer was given insulin by syringe injection at the hospital. It was fast acting (does not know brand). Customer was also give IV fluid (saline). Readings were still in 300's mg/dl range 7 hours later when she left the hospital. Customer was not admitted into the hospital. Customer states there was another instance in (B)(6) 2016 where she went to the hospital for high readings. She had readings on her aviva combo system of hi mg/dl before the incident. Customer states her symptoms in that instance was just high blood glucose, states she felt fine, no other symptoms. Customer's husband drove her to the hospital. She states that the hospital meter reading when she arrived there was hi mg/dl, and states it was at least 15 minutes after last aviva combo test. The hospital treated the customer with an IV of rapid acting insulin. Customer states her reading was 287 mg/dl when she left the hospital about 7 hours later. Customer was not admitted into the hospital. The customer is alleging that an issue with the infusion sets caused the high blood sugar. No further details about the allegation are available. The lot numbers were not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.